Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot# va0t9ex; implanted: (B)(6) 2015; explanted: (B)(6) 2021; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2021-apr-20. In response to the inquiry for clarification on the patient stating that the lead was ¿thumping,¿ the rep replied that the patient stated they thought it was a device issue and the doctor said the device was interrogated and it was functioning appropriately. In response to the inquiry for if the cause of the lead ¿thumping¿ had been determined the rep replied ¿unknown¿ and that what most likely caused or contributed to the issue was that the patient had the device up too high.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# : va0t9ex, implanted: (B)(6) 2015, explanted: (B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 23-feb-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative regarding a patient who was implanted with an implantable ne urostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient's battery was at end-of-life. The patient stated in pre-op that the lead was "thumping," and they thought something was wrong with it. They were unable to interrogate because the battery was at the end-of-life. The full system was replaced. It was noted there were no falls which could have been potential environmental/external/patient factors. The issue was resolved at the time of the report.